Event description:
A report was received that the patient experienced a big headache. The neurologist assessed the headache may be due to lcr leakage. It is unknown if medical intervention was administered.

Manufacturer narrative:
(B)(6) 2018.

Event description:
A report was received that the patient experienced a big headache. The neurologist assessed the headache may be due to lcr leakage. It is unknown if medical intervention was administered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced a big headache. The neurologist assessed the headache may be due to lcr leakage. It is unknown if medical intervention was administered.